Event description:
Couch moves reported in portal image viewing window showed an up shift of 7 mm and couch moves window showed a move of down 7 mm. This represents a complete opposite shift from one reporting screen to another. This is currently showing this behavior for two pts. Recreating the pts' data info solved the issue. Customer did not treat pts based on the conflicting shifts.

Manufacturer narrative:
Engineering technician was able to reproduce the error with the original data, but the root cause was not apparent. Software engineers were able to recreate the problem by changing the drr gantry angle in the view drr - drr viewer and initializeron screen. In this dialog screen the drrs for the pt have been accepted earlier, then selecting the cancel or close form box will cause the up/down field to become inverted and the localization move will be incorrect. The problem: when the cancel button is selected to go forward that the system does not update the files containing the drr gantry angle info, or sfd, however, the portal image marker does use the info from memory. No pts were actually treated as this issue was identified at set-up. We will send a notification letter to all users of the software identifying this bug and the activities necessary to work around it. The software will also be corrected to eliminate this problem on the next release version.